Event description:
The pt said the reported meter had not worked correctly for about 1 year. She did not take diabetes medication prior to the time of concern. She last tested with the meter 15 days before date of report; the result was 106 mg/dl. After that, at a time and date she did not recall, she had "hot flashes" and attempted to test with the meter; she did not obtain a result. She went to the dr where a result of 114 mg/dl was obtained on the dr's device. She said the dr gave her diet info and oral medication; however, she did not recall the name of the oral medication. The customer service agent (csa) confirmed that the meter showed a faded error 2 display. The meter and test strips were replaced.